Manufacturer narrative:
The lot number of estradiol affected cannot be listed as multiple lots were used during the testing. The customer did not provide a list of reagent lots used. No issues with sample integrity were reported by the customer. A field service engineer was not dispatched to the customer site. Per customer¿s verbal report, system checks and calibrations have been passing and quality control was within the laboratory¿s established ranges. No hardware errors or other assay issues were reported in conjunction with this event. Interference in the patient sample is suspected, but it can not be verified as the customer stated that there was no sample available for testing. The estradiol information for use (IFU) a56077 n july 2018 states; "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies." The cause of this event could not be determined with the available information.

Event description:
A customer reported obtaining repeatable erroneously elevated access estradiol patient results on their unicel dxi 800 access immunoassay system (s/n: (B)(4)) over an extended period, (B)(6) 2015 to (B)(6) 2019 . The customers patient results were above the normal range of the assay. The patient affected had treatment withdrawn on the basis of high estradiol results and surgery was delayed. The patient made a formal complaint to their assembly member for the distress the delay in treatment caused them, exacerbating their depression, leading to self-harm and suicide ideation. The patient is a male to female transgender, undergoing hormone therapy. They were started on decapeptyl treatment in (B)(6) 2016 to suppress testosterone. Prior to this treatment, the patient was receiving estradiol-valerate treatment for approximately two months. Their estradiol result was raised. This treatment was stopped due to their rising access estradiol results (dates unavailable). The patient's surgery was postponed on the basis of the persistently raised access estradiol results, as doctors were considering the possibilities of an estradiol-producing tumour or that the patient could be obtaining estradiol surreptitiously and self-medicating. The patient also takes amitriptyline and occasionally anadin (unrelated to this event).